Event description:
A baxter service technician found that a homechoice system failed the ground bond performance specification during testing.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The return instrument test/evaluation (rite) test was performed when the homechoice (hc) device was returned to the baxter facility. Device was received operational and in fair condition. The hc device passed the rite functional test; however, the rite electrical test failed testing due to ground bond failure with a reading of 99 ohms. The rite electrical test failure for the ground bond test was not confirmed by review of the logs or duplicated during the baxter's product analysis lab (pal) evaluation. The pal evaluation found no issues with ground bond in the device. The cause for the rite electrical test failure of failed ground bond test was undetermined. Per the event history review, the reported difficulty of ground bond failure by nature is not recorded in the device logs; therefore, review of the device logs revealed no previous occurrences. A service history review (shr) revealed that no issues that may have contributed to the reported problem of rite electrical test failure for ground bond resistance. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.